Event description:
It was reported that a lead integrity alert triggered due to oversensing and noise on the lead. The clinic attempted to contact the patient at home and was unsuccessful. Information identified in the manufacturer¿s database indicated the patient died approximately nine months post implant of the ICD. The death was noted to be one day post the alert. A cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.